Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as the implant, explant date was updated and also an update from product investigation was received. Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lv lead was never in service. No adverse patient effects were reported.